Event description:
Customer reported that the touchscreen of their insulin pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, advised them on backup therapy using multiple daily injections (mdi), and provided instructions on putting the malfunctioning pump into storage mode before returning it. The customer was informed about receiving a pump with updated software and necessary steps to take upon its arrival.